Manufacturer narrative:
Cynosure clinical called site for additional information. Cynosure clinical received information that the incident occurred during device's warm up phase and not during treatment. No injuries were reported. The device was evaluated on site by cynosure field service engineer (fse). During evaluation, fse observed e13 error faults. To resolve the issue, fse ordered alex lamps, o-rings and scheduled another visit to repair the device. At next fse visit, fse replaced the alex lamps and o-rings, and observed arc burn on alex chamber. Fse troubleshot the issue to igbt simmer. Fse then ordered igbt simmer and two transformers. After replacing the igbt simmer and transformers, the device was working within specification. The event is reportable since if malfunction were to reoccur, there would be a potential serious injury to patient.

Event description:
It was reported that smoke was coming from the rear of the elite+ when provider switched to alex handpiece. Provider states "smelled like burning electrical" and pressed the e stop switch.